Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had an overinfusion. The following information was provided by the initial reporter: magnesium sulfate bolus infusing via secondary infusion set, patient and spouse informed the nurse that the infusion appeared to be dripping at a faster rate than intended. Nurse noted approximately ½ the bag had infused over 15 mins, when the entire bag was meant to infuse over 1 hour. The primary nurse also noted the infusion to be dripping at a faster rate. Primary nurse changed the pump channel, and entire pump module and this did not resolve the issue. The primary nurse then changed the tubing, and it appeared to resolve the issue. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? 06-24-2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No negative outcome to the patient has been reported.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10016073 and lot# 25013170 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.